Event description:
Procedure: lobectomy. According to the reporter: when the green button and blue button was pressed, the idrive would not move at all to fire. Upon loading the same sulu on another idrive no problem was confirmed. Before this failure event occurred any problem was not found in setting, articulation motion of jaw. The customer did not remember the conditions of cartridge indicator lamp at the time. Operating time extended: less than 30 min. New one was opened to complete the case with no problem. No patient harm. The patient current status: good additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. No info of product ID, catalog type, and lot number of handle device was reported. No info of product type and lot number of cartridge was reported. Confirmed that the clinical sample is being returned for investigations. Nothing of adverse event caused by extension of or time was reported. The customer did not know if reinforcement material was used.

Manufacturer narrative:
(B)(4).